Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a pressure wound the lifevest equipment. Patient described the area as a deep bruise color with some breakdown under the vibration box on the spine, with no bleeding, oozing, or blisters. There was no alleged device malfunction contributing to the wound. The patient¿s physician placed padding between the vibration box and skin for the wound. Follow up indicated that the wound improved.